Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated for the past week from 500-600 (mg/dl) with trace ketones. The customer stated they were unsure of the cause of the cause of the elevated bg levels. Correction boluses were used to address bg level. In addition, the customer received an alarm that "let them know that the tubing was kinked." The customer could not recall when this reported alarm occurred. Reportedly the customer will continue to use the pump for insulin therapy.